Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the device to have dried contrast within the balloon. An attempt was made to remove the dried contrast with water and a syringe. The balloon was then prepped for reinsertion per the instructions for use, and the balloon was inserted through an in-house 6fr introducer sheath, with minimal resistance due to residual dried contrast in the distal cone of the balloon. The balloon was then inflated and deflated, and withdrawn back through the sheath without issue. Therefore, the investigation is unconfirmed for the reported sheath related retraction issues. The definitive root cause for the reported retraction issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues with the original sheath contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 04/2021).

Event description:
It was reported that during an angioplasty procedure the pta balloon was allegedly difficult to retract. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. (Expiry date: 04/2021).

Event description:
It was reported that during an angioplasty procedure the pta balloon was allegedly difficult to retract. There was no reported patient injury.